Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "cable broken" was confirmed during device evaluation. The root cause was determined to be a damaged ac power cord. The ac power cord was replaced to correct the reported condition.

Event description:
Baxter (B)(4) reported a flogard infusion pump with a broken cable. This event occurred on the "5th floor area". There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.